Event description:
Pt reported the infusion device automatically enters the stop mode without giving an error or warning. He also reports the infusion device has an abnormal noise with the vibro-alarm. Pt has received e4 occlusion errors and has not solved them immediately. Infusion device was requested for eval. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue. No add'l info was provided.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.